Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspection and scanning electron microscopy (sem) was performed on the returned device. The reported balloon rupture was confirmed. The distal portion of the balloon was not returned. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the nc trek rx coronary dilatation catheters, instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported separation and difficulty removing the device appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending (lad) coronary artery. A 3.75x12 mm nc trek rx balloon dilatation catheter (bdc) was prepped outside of the patient anatomy but not soaked prior to use. The bdc was advanced without resistance for post dilatation. The balloon was inflated three times. The first two inflations were to 16 atmospheres (atm), the third inflation was to 18 atm when the balloon ruptured. On attempting to remove the bdc resistance was noted. Once the delivery catheter was outside of the anatomy, it was observed that the tip of the bdc had separated and remained within the anatomy. Balloon trapping with a non-abbott guide catheter extension was carried out to remove the tip which was successfully retrieved after an hour. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.